Manufacturer narrative:
A general reagent or analyzer problem was not present because the qc before the event was within range. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs assay result from one patient sample tested on the cobas e 411 analyzer (rack system). The initial result of the initial patient sample is 16.24 pg/ml. The result was questioned as it did not match a clinic result of 5 (the unit of measurement was not provided). The repeat result from another laboratory that uses a cobas e 801 is 5 (the unit of measurement was not provided).